Event description:
During review of the event history log, it was determined that a repeating pattern of upstream occlusion alarms suggests that the device was falsely alarming for upstream occlusions. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing with low ultrasonic readings. Low ultrasonic readings can make the pump more sensitive causing false upstream occlusion alarms. The upstream sensor has been replaced.